Event description:
Stitch failed came out of device completely upon pre closure. No patient harm occurred another perclose was opened and used to complete the case. Vendor notified. Manufacturer response for suture closure device, perclose prostyle (per site reporter).